Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged the patient experienced a blood glucose of 657mg/dl, associated with an alleged dual alarm failure. Reportedly, the patient remained on the pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support, the patient stated they ¿did not hear or receive an alarm from the pump¿, and was unaware their blood sugar was high. The vibratory alarm was also allegedly not functioning. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with a dual alarm failure.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 03-jan-2018 with the following findings: during investigation, the pump was returned with sound features set to: normal bolus, audio bolus, alert, reminder, warning, alarm/error (high), temp basal (off), glucose user hi limit (low), glucose user lo limit alert, glucose rise/fall rate alert (high). The pump booted to the verification screen with audible and vibratory features. The audible alarm measured within specification. The users last basal delivery occurred. A rewind followed by a "pump not primed" message. An alarm was reproduced for investigation with sound set to high. The pump gave the appropriate sound warning and displayed the alarm message on the screen. The daily insulin delivery totals correctly reflected the users programmed basal rates. The pump passed delivery testing accurately. The pump's cover was removed and there was no intermittent condition or defect found to the piezo circuit. There were no delivery interruptions during the investigation. The original complaint was unable to be duplicated. Unrelated to the original complaint, the battery compartment was observed to be cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.